Event description:
Reportable based on analysis completed on (B)(4) 2013. Same case as MDR ID 2134265-2013-06403. It was reported that during a percutaneous transluminal coronary angioplasty with stenting treatment procedure, the stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The target lesion was a de novo,concentric lesion located in the moderately calcified and moderately tortuous left circumflex artery with 90% stenosis and was 32 mm long with a reference vessel diameter of 2.5 mm. A 38mm x 2.50mm taxus element drug eluting stent was unable to cross the lesion. The device was removed from the patient. The physician then attempted to use 32mm x 2.50mm taxus element drug eluting stent to treat the lesion but was also unable to cross the lesion. The device was removed from the patient. No patient complications were reported and the patients' status is stable. However, device analysis found that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the catheter was returned in two sections as a result of a break in the hypotube. The break was located at 22.3 cm from the manifold strain relief. The hypotube was also kinked just distal and proximal to the break point. It is noted that the break and kinks are consistent with excessive force having been applied to the shaft. An examination of the crimped stent, balloon and tip, identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).